Event description:
The patient complained of pain around the left hip with increased pain when walking and weight support. Sade 23549 of screw protrusion was reported and hardware removed on (B)(6) 2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: based on the received x-rays the reported event of the screw protrusion could be confirmed. The evaluation of the provided information and the reviewed documents did not indicate any device problem. The event of screw protrusion most probably was patient related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Arising form the patient details, the patient could be classified as obese class I (bmi 31.0). The IFU points out obesity as a contraindication. Therefore please pay attention to the IFU v15013/j: ¿the use of these devices provides the surgeon with a means of bone fixation for the management of fracture and reconstructive surgery. These devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. Ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered. Contraindications the physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include: any active or suspected latent infection or marked local inflammation in or about the affected area. Compromised vascularity that would inhibit adequate blood supply to the fracture or the operative site. Bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices. Material sensitivity, documented or suspected. Obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. Patients having inadequate tissue coverage over the operative site. Implant utilization that would interfere with anatomical structures or physiological performance. Any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care. Other medical or surgical conditions which would preclude the potential benefit of surgery.¿ [original statement] the related risk analysis states that "this harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. According to literature, the rate of revision surgery is more than 1 % (o5) with any implant which is currently available on the market [...]" [Original statement] if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient complained of pain around the left hip with increased pain when walking and weight support. Sade (B)(4) of screw protrusion was reported and hardware removed on (B)(6) 2014.